Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle shield was difficult to remove and needle hub separates. Verbatim: voicemail: consumer left voicemail stating that the syringes are defective. (B)(6) 2021: I returned consumer's call, she stated that the needle shield is difficult to remove. Also reported needle hub separated and stayed inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned two syringes with no pouch for identification. Markings on both syringes indicate that they are 0.3ml syringes. Both syringes feature barrel tips with no needle hubs or shields at their distal end. These parts were not returned. There is no visible damage to the barrel tips. One syringe was returned with the plunger cap, the other without. No signs of use for both samples. No other damage to either syringe. A review of the device history record was completed for batch # 0041302 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle shield was difficult to remove and needle hub separates. Verbatim: voicemail: consumer left voicemail stating that the syringes are defective. 01-06-21: I returned consumer's call, she stated that the needle shield is difficult to remove. Also reported needle hub separated and stayed inside of the shield."